Event description:
The pt experienced abdominal stimulation and no stimulation sensation. High impedance readings were noted. The leads were replaced (not specified). Afterward, the implantable neurostimulator battery needed to be recharged more frequently (see mfg report# 3004209178-2009-05685).

Manufacturer narrative:
This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place.